Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 15mmx2.25mm wolverine coronary cutting balloon was selected to treat a severely calcified coronary artery. During the procedure, at second inflation, it was noted that the balloon ruptured at 10atm. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. No patient complications and the patient was good post procedure.